Event description:
Correction: the date of this report (b4) was incorrectly reported in the previous MDR report. The correct date of this report (b4) should be march 29, 2023.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023.

Event description:
Per the clinic, the patient experienced no stimulation from initial activation and subsequently the device was explanted on (B)(6) 2023. The patient was re-implanted with another cochlear device during the same surgery.